Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the two vapr vue generators used in a case on (B)(6) 2019 both gave feedback - when the doctor starts using the vapr wand the monitor shows a squiggly line or unwanted radio frequency signals on the monitor. As you turn off the wand it goes away. They tried swapping them out and both continued to give major feedback. They were able to move forward with the case using two new generator and the issue was resolved. There was no patient harm or delay. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the device was sent to the service center for repair. The work order indicates that per service manual operational and diagnostic analysis does not confirm the reported issue of the unit giving feedback. Unrelated to the customer's complaint; the top plate was replaced because it was heavily scratched and the 8-way socket was replaced because it showed signs of corrosion. Due to replacement of the top plate, re-skin was performed on the device as per the service manual. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. No further investigation beyond what is noted below will be conducted on this complaint.we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. This complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device serial number on 4-23-2019, and no non-conformance were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.